Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the lock had movement and a residue buildup is present. The index knob and the lock will need new components added to replace worn internal part and the unit needs to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. The unit needs repair, and replacement of all worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers 3004608878-2021-00360 and 3004608878-2021-00361. A facility reported that the locking screw on the mayfield modified skull clamp (a1059) does not stay. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.